Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part 03.804.701s; synthes lot 82221878; supplier lot 82221878; release to warehouse date: 25 jun 2021; supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that this was a bkp performed on (B)(6) 2023. After inflating the balloons, the surgeon tried to remove the balloons, but the balloons were caught and could not be removed. The surgeon re-inflated the balloons, removed wires, however, the balloons could not be removed. Eventually, the surgeon tried to remove the balloons forcibly, but the balloons were found to be torn. The surgeon confirmed there were no fragments of the balloons or contrast agent remained in the patient¿s body, and continued procedures. The surgery was completed successfully with no surgical delay. No further information is available. This complaint involves two (2) devices. This report is for one (1) synflate balloon/medium- sterile. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b. Additional pro-code: ndn. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: state: (B)(6). H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.